Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that there was physical damage on reservoir compartment. Customer¿s blood glucose was unknown at the time of incident. The reservoir is able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.